Event description:
(B)(4). The provider states the rental unit is shutting down and alarming after 15 minutes at 2343 hours. The provider states the unit was with a consumer when the failure occured. No injuries noted. The caller didn't have additional information regarding the unit nor the failure 7857hf per independent repair center statement, the unit alarming/red light. The key failure was pilot valve not shifting/ no alarms.

Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. A follow up will be sent if additional information is received.